Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to ail(air in line) pcb (print circuit board) out of calibration. Ail pcb was recalibrated to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "fc 810:11". This condition has the potential to cause an interruption of delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.